Event description:
I had breast reconstruction after bilateral mastectomy for breast cancer in 2011 with mentor smooth round high profile silicone breast implants. By 2012, I developed widespread muscle pain which progressed over time to include joint pain and stiffness, chronic fatigue and memory / cognitive problems. I was diagnosed with fibromyalgia in 2013. My symptoms increased over time and disabled me from my former career as an end of life rn. I sold my house in 2017, have been on social security disability since 2018 and moved into a one bedroom apartment. Have gone through physical therapy a number of times (2012, 2013, 2014, 2015, 2016) with little effect. Have tried pool therapy with little effect. Have been in weekly - monthly counseling which helps me cope. Cymbalta was prescribed for a few years with no effect on pain. Currently I take naproxen which is somewhat helpful. Have needed evaluation in urgent care on occasion and have used robaxin and flexeril over brief periods of time which were somewhat helpful. I use ice packs at home for my worst areas of pain. My recent and short term memory has been problematic over the past few years and neuropsychic testing has been discussed. I've consulted with a few plastic surgeons as to my breast implants being implicated and was discouraged from explanting. I'm planning to have another consult regarding en bloc explantation as I've learned through an online support group that many women feel better after explanting. I'm a bit hesitant to explant as it's a significant decision, requires proper insurance and support and it could make post mastectomy pain syndrome worse. FDA safety report ID# (B)(4).